Event description:
Patient was revised to address recurrent right toal hip dislocation with aseptic loosening of the acetabular component. Intraoperatively it was observed that one of the screws was fractured.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Records received. Part/lot was provided. A correct dor was provided. After review of the medical records the revision operative note indicated dislocations, a loose cup, 6 loose screws, 1 broken screw, and metallosis. Six screws are now being added to the complaint. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. From a medical perspective, based on the information available to be reviewed, it is unlikely that the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.